Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon medical record review obtained for an unrelated event, it was learned the patient had an unresponsive episode during dialysis on (B)(6) 2015 and required CPR and hospitalization. Upon follow up with the patient care technician (pct) it was confirmed the morbidly obese end stage renal disease (esrd) patient with history of cardiac disease became unresponsive during hemodialysis, required CPR and was hospitalized. He returned to dialysis after the hospitalization. The pct does not have any product information at this time but stated there were no product malfunctions alleged or found. The machine was not evaluated but remains in service without issue. The bicarbonate was discarded. From medical records-hemodialysis orders: treatment time-3hours 15 minutes, blood flow rate-400, dialysate flow rate-800, liters processed-102.0. Base sodium and bicarb were not given. Pre treatment weight: (B)(6), blood pressure (bp) 118/64, pulse 83, temperature 98.1. Approximately 20 minutes into treatment the patient yells out "hello" and within seconds becomes unresponsive, pulse weak and thready, unable to obtain blood pressure. Respirations shallow and snoring. Placed on oxygen (02) non-rebreather at 15 liters per minute (lpm). Automated defibrillator advised no shock. Blood was returned and 1100ml normal saline was given. Blood glucose 122. Patient diaphoretic. Post bp was 110/62, pulse 80, saturation 90% on 10 lpm. Transported to hospital via ambulance. There was no documentation that CPR was performed.

Manufacturer narrative:
The clinical investigation revealed the following: the pt was evaluated at the hospital but not admitted. The pt has a history of atrial fibrillation as well as other cardiac issues. There is no info in the medical record that indicates there is a causal relationship between the pt's hemodialysis and concomitant products and the pt's unresponsive episode. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with a lot number of the naturalyte bicardonate used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The batch production records for these lots were reviewed. The packaging components and chemical raw materials used in the manufacture of the identified lot were reviewed. A retrospective record review did not identify any non-conformance reports and/or abnormalities during the production of the sap identified lots that could have caused or contributed to the reported event. The naturalyte bicarbonate product is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. Per the documented product investigation, there was no indication that the fresenius granuflo dry acid concentrate caused, contributed to or was a factor in the reported event.